Event description:
User facility reported that during use with pt, the device cuff was difficult to deflate. According to reporter, the device's inflation valve had moved from its original position. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.